Manufacturer narrative:
(B)(4). Date sent: 2/27/2026 d4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: where was the perforation? What was the intervention performed? Does the investigators believe that the device cause or contributed to the perforation of the bowel? If so, please describe. Please confirm there was no leak from the anastomosis. Surgeon answered the questions: the perforation was located in the area of the mobilized descending colon and was far from the anastomosis. It was likely an injury to the colon due to the mobilization. We admitted the patient to the operating room (laparoscopy, laparotomy, rectoscopy, and suturing of the perforation). Prior to this, a colonoscopy and an abdominal CT scan were performed. There was no evidence of anastomotic insufficiency. Accordingly, there was also no evidence of a malfunction of the stapling device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(4) study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: sae causality assessment, surgical procedure performed: anterior rectal resection sae event term: reoperation on (B)(6) 2026 description of the event: pneumoperitoneum 2nd pot-op day, intraoperativ perforation of descendens, no anastomotic leakage. Is there a reasonable possibility of relatedness to performed surgical procedure: yes. Relatedness to surgical equipment used: no. Relatedness to study test product: spi digital surgical workflow software/hardware: no. Relation to study test product: device briefing tool (ddbt checklist): no. Sae seriousness criteria: in- patient hospitalization or prolongation of existing hospitalization: patient was hospitalized on: (B)(6) 2026. Medical or surgical intervention to prevent life-threating illness or injury or permanent impairment to a body structure or a body function. Sae intensity severe. Sae start date (B)(6) 2026. Sae end date: ongoing. Action taken: medical procedure / therapy (drug/transfusion). Surgical therapy/procedure. Re-operation. Description of other action taken. (B)(6) 2026 reoperation, antibiotic therapy, colonoscopy. Patient outcome recovering.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. Corrected data: b1, b2 and h1. Additional information was provided that the perforation was located in the area of the mobilized descending colon and was far from the anastomosis. There was no evidence of anastomotic insufficiency and no evidence of a malfunction of the stapling device. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.